Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the pt date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing."

Event description:
Explant surgeon reported, [the band] has never worked or kept fluid. [The surgeon] interrogated the band with flour and there is a clear leak in the tubing. [The surgeon] thinks it is disconnected. [The surgeon] is going ot book the pt to investigate and possibly replace the port or the band of necessary. Follow-up findings: at this time the surgery has not been scheduled. No further information has been provided by the reporter.